Event description:
Customer's dad reports back to back testing on the same meter while using the aviva system with results of 528 mg/dl and 234 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.